Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All information was investigated and a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mr was likely due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2019, the patient underwent a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip, an xtr, was implanted and the mr was reduced to grade 1+. On (B)(6) 2020, the patient underwent a second mitraclip procedure, treating recurrent mr of grade 4. A single leaflet device attachment (slda) of the previously implanted clip was noted, with the clip detaching from the posterior leaflet. One additional clip was implanted and mr was reduced to grade 1. No additional information was provided.